Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the integrated electro surgical unit (iesu) to resolve the reported issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was error c-38 with the integrated electro surgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error code. The tse asked the customer to power cycle the iesu and if error returned, the customer used a force triad generator. The tse also informed the customer that that iesu needed to be replaced. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the generator was replaced with another one. There was a delay of 15-20 minutes. The delay was not during a critical phase of the surgery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The integrated electrosurgical unit (iesu) generator was analyzed, and failure analysis investigation replicated/confirmed the reported issue. The unit had no significant scratches or dents and the front bezel was not cracked. The iesu was in good condition.